Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility the gown tore on the elbow. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.